Manufacturer narrative:
Insulin pump received with no button response due to component/lcd keypad connector unlocked. Unable to verify the backlight anomaly due to button/keypad anomaly. Insulin pump received with cracked case at display window corner, minor scratched display window. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons were unresponsive. Customer's mother reported that the basal was running but she was unable to use the bolus and the light would not turn on. Customer's blood glucose was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.